Manufacturer narrative:
To date, the product has not been received. A follow-up report will be filed once the investigation has been completed.

Event description:
It was reported that during use of this angled attachment in spine surgery, the unit overheated. The heat was recognized by the user, the device was swapped out and the procedure was completed without injury.